Event description:
It was reported that a cadd-legacy® plus pump was over delivering. No injury was reported.

Manufacturer narrative:
One smiths medical cadd-legacy® plus pump was returned for analysis in good condition. Indication of a 20ml bolus test was performed noted on the device history log. Delivery accuracy tests found that the pump was within the control limit specification. The reportable complaint was unable to be verified. Based on the evidence, no problem was found with the pumps accuracy.